Event description:
The customer cut her finger while performing the centering collar daily cleaning procedure on the advia 2120i with single aspirate autosampler. The customer went to the emergency room and was subjected to an investigation.

Manufacturer narrative:
The customer contacted siemens. Siemens determined that the cause of the event is due to user error. The customer did not follow the correct procedure for performing the centering collar daily cleaning procedure on the advia 2120i with single aspirate autosampler, as outlined in the operation manual. The instrument is performing according to specifications. No further evaluation of this device is required.